Event description:
The customer reported that the system would not produce fluoroscopic x-rays. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The f7 fuse in the generator was replaced which allowed access of the power to the image intensifier and the camera. The system was tested and found to be working as intended and put back in service.